Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is ischemic cardiomyopathy, ventricular fibrillation arrest and end stage renal disease. Device and lead was explanted. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. The device was interrogated with a programmer and had not reached eri. No anomalies were found.